Event description:
(B)(4).

Manufacturer narrative:
(B)(4) on behalf of the manufacturer (getinge (B)(4)). (B)(4). A review of complaint records was conducted for the past five years. From this review, no mdrs, have been reported relating to the development of pressure ulcers resulting from the use of these compression devices. These five instances of damage caused by the garment tubing have been reported however, all of these were attributed to the incorrect application of the garment and when combined with a heel boot device. MDR references: 2010 - 1000381138-2010-00005, 2012 - 3005619970-2012-00004, 2012 - 3007420694-2012-00018, 2012 - 3007420694-2012-00035, 2013 - 3007420694-2013-00013. In regards to the event, where the tubing and bladder meet, the facility have reported seeing pressure ulcers on the back and side of the leg. It is our current opinion that the "stage 1 pressure sores on the lateral-dorsum aspect of the ankles bilaterally from the sewn-in end tubing of the sequential compression device" were caused by the failure to correctly apply and/or reposition the garment or garment tubing. (B)(4). We continue to report all incidents whereby injury has occurred but do not see it as a major issue, with the majority of the marketplace following our recommendations listed in the products IFU. Garments should be positioned in such a way that they do not create any potential for constant pressure points on the patient's limb (as per the products IFU). Additionally, the garment IFU recommends that "garments should be removed regularly to inspect the skin." On following this general practice, superficial damage to the patient's ankle may have been avoided. Articles relating to device (any device) related pressure injuries are increasingly being published in the literature and discussed at high level pu meetings - including both epuap and npuap. This doesn't mean they are any more common than they were 10+ years ago, but it does mean that healthcare professionals are far more aware and they are measuring occurrence and are interested in prevention strategies. This would fit under the umbrella of quality and safety in hospitals. It is definitely plausible that pressure injuries can develop as a result of the tubing resting on the lateral aspect of the medial malleolus or the heel itself if not regularly repositioned during surgery. This is something operating room staff should be aware of and take measures to avoid. Our instructions for use recommend that the skin is regularly inspected for signs of tissue damage paying particular attention to the bony prominences. Correct fitting means there should be only 2 fingers-breadth space at both the top and bottom of the sleeve. Failure of this indicates that the garment was not fitted correctly or the garment had not been rechecked so that if the patient moves, or their limb size changes due to oedema, any increases or decreases in tightness can be accommodated. We see this as an incident whereby use error was a contributing factor. We will continue to monitor all events periodically and should any adverse trends appear, take the necessary action to reduce any risk.